Event description:
According to the reporter, during the low anterior resection procedure, they tried to connect the handle to the adapter, however would not connect. The physician noticed the sulu connector was distorted. The physician replaced by new cartridge, the loading and the firing was completed. The event occurred during the procedure but the product was not used for patient. The status of the patient is no problem.

Manufacturer narrative:
This device problem is not reportable.